Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Fluoroscopy confirmed that the lead was fractured. The physician suspected clavicular crush to be the cause of the fracture. The lead was capped and replaced. The patient's condition was good post procedure.